Event description:
It was reported that the device would not operate on ac power. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with troubleshooting information. The customer has placed and order for a new power module. The replaced power module will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.